Manufacturer narrative:
Per tandem's t:flex cartridge instructions for use: "make sure that insulin is at room temperature before filling cartridge". The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 100 units during the load process. Reportedly, the customer loaded the cartridge w/cold insulin. Customer's blood glucose level ws not impacted. The customer indicated that a new cartridge would be loaded.